Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), embedded device ('migration of essure device location of device: embedded in uterus') and device expulsion ('migration of essure device location of device: embedded in uterus') in a (B)(6) year-old female patient who had essure (batch no. 774400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included surgical menopause, hormone replacement therapy, estrogen low, libido decreased, polymenorrhoea and irregular menstrual cycle. Previously administered products included for birth control: iud from 2008 to 2010. Concurrent conditions included hormonal imbalance since (B)(6) 2018, pelvic pain female, menometrorrhagia, ovarian cyst benign (excl physiological), uterus enlarged, endometriosis and peritoneal disorder nos. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) in 2011 for birth control, testosterone for hormonal imbalance as well as estradiol (estrogen) since (B)(6) 2018 and formaldehyde solution (formalin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition-type: bloating, loose stool") and diarrhoea ("gastrointestinal or digestive system condition-type: bloating, loose stool"). In (B)(6) 2011, the patient experienced incontinence ("bladder or urinary problems or changes: incontinence"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching of the hands and feet") and sensitive skin ("rashes or skin conditions type: sensitivity"). In (B)(6) 2012, the patient experienced neuralgia ("neurological conditions or problems type: nerve pain and sensitivity") and amnesia ("neurological conditions or problems type: nerve pain and sensitivity, memory loss"). In (B)(6) 2013, the patient experienced back pain ("back pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems- condition:depression") and anxiety ("psychological or psychiatric problems- condition:anxiety"). In (B)(6) 2015, the patient experienced palpitations ("blood or heart disorders/ condition- type: heart palpitations"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition-type of disorder or conditions: adenomyosis"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, urticaria, pruritus, sensitive skin, incontinence, adenomyosis, palpitations, neuralgia, amnesia, dyspareunia, weight increased, abdominal distension, diarrhoea and abdominal pain lower outcome was unknown, the migraine, dysmenorrhoea and back pain had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, amnesia, anxiety, back pain, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, incontinence, menorrhagia, migraine, neuralgia, palpitations, pruritus, sensitive skin, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record: confirming - dysmenorrhea, adenomyosis. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received- previous event ¿injury¿ updated to ¿perforation (fallopian tube(s)), events- ¿migration of essure device location of device: embedded in uterus, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems- condition: depression, rashes or skin conditions type: hives, itching of the hands and feet, bladder or urinary problems or changes: incontinence, migraines / headaches, reproductive system disorder or condition-type of disorder or conditions: adenomyosis, blood or heart disorders/ condition- type: heart palpatations, neurological conditions or problems type: nerve pain and sensitivity, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition-type: bloating, loose stool, hair loss, back pain, lower abdomen pain and rashes or skin conditions type: hives, itching of the hands and feet, sensitivity¿, lot number, patient demographic, concomitant drugs, medical history, lab data ,new reporters were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), embedded device ('migration of essure device location of device: embedded in uterus') and device expulsion ('migration of essure device location of device: embedded in uterus') in a 26-year-old female patient who had essure (batch no. 774400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included surgical menopause, hormone replacement therapy, estrogen low, libido decreased, polymenorrhoea and irregular menstrual cycle. Previously administered products included for birth control: iud from 2008 to 2010. Concurrent conditions included hormonal imbalance since (B)(6)2018, pelvic pain female, menometrorrhagia, ovarian cyst, uterus enlarged, endometriosis of pelvic peritoneum and peritoneal disorder. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) in 2011 for birth control, testosterone for hormonal imbalance as well as estradiol (estrogen) since april 2018 and formaldehyde solution (formalin). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition-type: bloating, loose stool") and diarrhoea ("gastrointestinal or digestive system condition-type: bloating, loose stool"). In (B)(6)2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). In (B)(6)2012, the patient experienced migraine ("migraines / headaches"). In (B)(6)2012, the patient experienced urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching of the hands and feet") and sensitive skin ("rashes or skin conditions type: sensitivity"). In (B)(6)2012, the patient experienced neuralgia ("neurological conditions or problems type: nerve pain and sensitivity") and amnesia ("neurological conditions or problems type: nerve pain and sensitivity, memory loss"). In (B)(6)2013, the patient experienced back pain ("back pain"). In (B)(6)2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2015, the patient experienced depression ("psychological or psychiatric problems- condition:depression") and anxiety ("psychological or psychiatric problems- condition:anxiety"). In (B)(6)2015, the patient experienced palpitations ("blood or heart disorders/ condition- type: heart palpatations"). In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6)2018, the patient experienced adenomyosis ("reproductive system disorder or condition-type of disorder or conditions: adenomyosis"). On (B)(6)2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, urticaria, pruritus, sensitive skin, urinary incontinence, adenomyosis, palpitations, neuralgia, amnesia, dyspareunia, weight increased, abdominal distension, diarrhoea and abdominal pain lower outcome was unknown, the migraine, dysmenorrhoea and back pain had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, amnesia, anxiety, back pain, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, neuralgia, palpitations, pruritus, sensitive skin, urinary incontinence, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 126 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : confirming - dysmenorrhea,adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), embedded device ('migration of essure device location of device: embedded in uterus'), device expulsion ('migration of essure device location of device: embedded in uterus'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in a 26-year-old female patient who had essure (batch no. 774400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included surgical menopause, hormone replacement therapy, estrogen low, libido decreased, polymenorrhoea, irregular menstrual cycle, parity 3 ((B)(6) 2004, (B)(6) 2005,(B)(6) 2006) and gravida. Previously administered products included for birth control: iud from 2008 to 2010. Concurrent conditions included hormonal imbalance since (B)(6) 2018, pelvic pain female, menometrorrhagia, ovarian cyst, uterus enlarged, endometriosis of pelvic peritoneum and peritoneal disorder. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) in 2011 for birth control, testosterone for hormonal imbalance as well as estradiol (estrogen) since (B)(6) 2018 and formaldehyde solution (formalin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition-type: bloating, loose stool") and diarrhoea ("gastrointestinal or digestive system condition-type: bloating, loose stool"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching of the hands and feet") and sensitive skin ("rashes or skin conditions type: sensitivity"). In (B)(6) 2012, the patient experienced neuralgia ("neurological conditions or problems type: nerve pain and sensitivity") and amnesia ("neurological conditions or problems type: nerve pain and sensitivity, memory loss"). In (B)(6) 2013, the patient experienced back pain ("back pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems- condition:depression") and anxiety ("psychological or psychiatric problems- condition:anxiety/psych injury"). In (B)(6) 2015, the patient experienced palpitations ("blood or heart disorders/ condition- type: heart palpatations"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition-type of disorder or conditions: adenomyosis"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and hysterectomy(full) with bilateral salpingo-oopherectomy/salpingectomy(unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, urticaria, pruritus, sensitive skin, urinary incontinence, palpitations, neuralgia, amnesia, weight increased, abdominal distension, diarrhoea, abdominal pain lower, blood disorder, cardiac disorder, rash, bladder disorder, urinary tract disorder, gastrointestinal disorder, headache, pregnancy with contraceptive device and abortion spontaneous outcome was unknown, the female sexual dysfunction, migraine, adenomyosis, dysmenorrhoea, dyspareunia, back pain, pelvic pain and abdominal pain had resolved and the fatigue and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adenomyosis, alopecia, amnesia, anxiety, back pain, bladder disorder, blood disorder, cardiac disorder, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, neuralgia, palpitations, pelvic pain, pregnancy with contraceptive device, pruritus, rash, sensitive skin, urinary incontinence, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 126 lbs. Plaintiff received treatment for pain, bleeding, migration,perforation, bladder/urinary prob, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.; on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Medical history added. Events: miscarriage, pregnancy, device ineffective added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), embedded device ('migration of essure device location of device: embedded in uterus'), device expulsion ('migration of essure device location of device: embedded in uterus'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in a 26-year-old female patient who had essure (batch no. 774400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included surgical menopause, hormone replacement therapy, estrogen low, libido decreased, polymenorrhoea, irregular menstrual cycle, parity 3 ((B)(6) 2004, (B)(6) 2005,(B)(6) 2006) and multigravida. Previously administered products included for birth control: iud from 2008 to 2010. Concurrent conditions included hormonal imbalance since (B)(6) 2018, pelvic pain female, menometrorrhagia, ovarian cyst, uterus enlarged, endometriosis of pelvic peritoneum and peritoneal disorder. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) in 2011 for birth control, testosterone for hormonal imbalance as well as estradiol (estrogen) since (B)(6) 2018 and formaldehyde solution (formalin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition-type: bloating, loose stool") and diarrhoea ("gastrointestinal or digestive system condition-type: bloating, loose stool"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching of the hands and feet") and sensitive skin ("rashes or skin conditions type: sensitivity"). In (B)(6) 2012, the patient experienced neuralgia ("neurological conditions or problems type: nerve pain and sensitivity") and amnesia ("neurological conditions or problems type: nerve pain and sensitivity, memory loss"). In (B)(6) 2013, the patient experienced back pain ("back pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems- condition:depression") and anxiety ("psychological or psychiatric problems- condition:anxiety/psych injury"). In (B)(6) 2015, the patient experienced palpitations ("blood or heart disorders/ condition- type: heart palpatations"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition-type of disorder or conditions: adenomyosis"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), abortion spontaneous (seriousness criterion medically significant) and arthralgia ("hip pain, joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and hysterectomy(full) with bilateral salpingo-oopherectomy/salpingectomy(unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, urticaria, pruritus, sensitive skin, urinary incontinence, palpitations, neuralgia, amnesia, weight increased, abdominal distension, diarrhoea, abdominal pain lower, blood disorder, cardiac disorder, rash, bladder disorder, urinary tract disorder, gastrointestinal disorder, headache, pregnancy with contraceptive device, abortion spontaneous and arthralgia outcome was unknown, the female sexual dysfunction, migraine, adenomyosis, dysmenorrhoea, dyspareunia, back pain, pelvic pain and abdominal pain had resolved and the fatigue and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adenomyosis, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood disorder, cardiac disorder, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, neuralgia, palpitations, pelvic pain, pregnancy with contraceptive device, pruritus, rash, sensitive skin, urinary incontinence, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 126 lbs. Plaintiff received treatment for pain, bleeding, migration,perforation, bladder/urinary prob, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.; on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: social media received events "hip pain and joint pain" were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), embedded device ('migration of essure device location of device: embedded in uterus'), device expulsion ('migration of essure device location of device: embedded in uterus') and abortion spontaneous ('miscarriage') in a 26-year-old female patient who had essure (batch no. 774400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included surgical menopause, hormone replacement therapy, estrogen low, libido decreased, polymenorrhoea, irregular menstrual cycle, parity 3 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2006) and multigravida. Previously administered products included for birth control: iud from 2008 to 2010. Concurrent conditions included hormonal imbalance since (B)(6) 2018, pelvic pain female, menometrorrhagia, ovarian cyst, uterus enlarged, endometriosis of pelvic peritoneum and peritoneal disorder. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) in 2011 for birth control, testosterone for hormonal imbalance as well as estradiol (estrogen) since (B)(6) 2018 and formaldehyde solution (formalin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition-type: bloating, loose stool") and diarrhoea ("gastrointestinal or digestive system condition-type: bloating, loose stool"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching of the hands and feet") and sensitive skin ("rashes or skin conditions type: sensitivity"). In (B)(6) 2012, the patient experienced neuralgia ("neurological conditions or problems type: nerve pain and sensitivity") and amnesia ("neurological conditions or problems type: nerve pain and sensitivity, memory loss"). In (B)(6) 2013, the patient experienced back pain ("back pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems- condition:depression") and anxiety ("psychological or psychiatric problems- condition:anxiety/psych injury"). In (B)(6) 2015, the patient experienced palpitations ("blood or heart disorders/ condition- type: heart palpitations"). In february 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition-type of disorder or conditions: adenomyosis"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and arthralgia ("hip pain, joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and hysterectomy(full) with bilateral salpingo-oophorectomy/salpingectomy(unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, abortion spontaneous, vaginal haemorrhage, menorrhagia, depression, anxiety, urticaria, pruritus, sensitive skin, urinary incontinence, palpitations, neuralgia, amnesia, weight increased, abdominal distension, diarrhoea, abdominal pain lower, blood disorder, cardiac disorder, rash, bladder disorder, urinary tract disorder, gastrointestinal disorder, headache, pregnancy with contraceptive device and arthralgia outcome was unknown, the female sexual dysfunction, migraine, adenomyosis, dysmenorrhoea, dyspareunia, back pain, pelvic pain and abdominal pain had resolved and the fatigue and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adenomyosis, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood disorder, cardiac disorder, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, neuralgia, palpitations, pelvic pain, pregnancy with contraceptive device, pruritus, rash, sensitive skin, urinary incontinence, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 126 lbs. Plaintiff received treatment for pain, bleeding, migration,perforation, bladder/urinary prob, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.; on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, adenomyosis. Lot number: 774400, manufacture date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.